Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "possible rupture" and capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: possible rupture.

Event description:
Healthcare professional reported right side "possible rupture" and capsular contracture, baker grade I. The device has been explanted and replaced.